Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem due to a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1000069912. Model/catalog description: reservoir. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he heard a popping sound and that the device was not functioning properly. Upon inspection, fluid loss was identified. As a result, the device was explanted and replaced, and the reservoir was implanted in a different location on the left side. No patient complications were reported.